Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor. Customer didn't know blood glucose level. Troubleshooting was performed and it was noted the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to back up plan. The device is returning for analysis.